Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer declined to reload the cartridge and will continue to monitor the insulin gauge. The customer's blood glucose level was 237 mg/dl.